Manufacturer narrative:
Therapy dates - this event was reported to have occurred in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors filled with flucloxacillin 8g, citrate buffer, and sodium chloride failed to infuse during infusion. The reporter stated that the pumps were noted to flow after being disconnected from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The customer reported potentially associated lots: 17a002 and 17d031. Lot: 17a002 was manufactured ((B)(4), 2017 ¿ (B)(4), 2017. Lot: 17d031 was manufactured (B)(4), 2017 ¿ (B)(4) 2017. A batch review was conducted for both potentially associated lots and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.